Event description:
It was reported that the patient with this insertable cardiac monitor (icm) experienced burning and pain around implant. The icm was sticking out. The patient was schedule for a removal. No additional adverse patient effects were reported.